Manufacturer narrative:
The investigation for the low pump flow has been completed. Data was not returned for review. Visual inspection found the impeller blades were broken. No other issues were found on the rest of the pump. The root cause of the low flow was fractured impeller blades but the exact cause of the damaged blades could not be determined due to lack of clinical information. D.9 device date returned/information was added. G.1 added reporting contact address line 1, reporting contact us city, reporting contact state, reporting contact us zip code and reporting contact country as they were inadvertently omitted from the initial manufacturer device report number.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A complainant reported the patient was on impella cp support. Pump initially ran at normal flow rate. After approximately 10 minutes, a suction alarm appeared, and the flow dropped to 1.5 liters. The suction alarm could no longer be interrupted except for p2. Despite repositioning under fluroscopy and echocardiography, automated impella controller (aic) to aic transfer performed. Without success. Implantation of a new impella cp performed. Second system runs without further problems. There was no reported patient harm.